Event description:
The third port (at transducer end) seems to be blocked and unable to flush with saline.

Manufacturer narrative:
It was reported that the third port (at transducer end) seems to be blocked and unable to flush with saline. There were no reports of death, serious injury, medical intervention, or follow up care.